Event description:
The customer reported being hospitalized twice due to high blood glucose levels. Once on (B)(6) 2012 with blood glucose levels over 600 mg/dl, and again about a week later. The customer had no info for the second event. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.